Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet bionic pancreas, with a lowest continuous glucose monitor reading of 41 mg/dl and sweating, and the patient self-treated with oral glucose tablets; the cause of the low glucose was unclear and no device component issue was identified. Symptoms included diaphoresis. Outcomes included an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the patient and analysis of information provided by the user and third-party sources. Investigation of this case revealed no findings available and insufficient information to determine a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.